Manufacturer narrative:
Corrections: section h11 and h6 updated with results of investigation revision and corresponding adverse event problem codes based on clarification that prior to the leak event, technical service bulletin (tsb) 640-079 - alinity m instrument floor liner installation was implemented on alinity m system sn (B)(6). Section h7 and h9 - uncheck recall and removed reference to 3005248192-03/21/25-001-c (fa-am-mar2025-306). Investigation into this complaint included service history review, quality data review and a complaint history review. The results of the investigation are summarized as follows: service history review: the service history search did not find any prior service tickets related to the issue under investigation. On september 18, 2025, prior to the leak event, technical service bulletin (tsb) 640-079 - alinity m instrument floor liner installation was implemented on alinity m system sn (B)(6). The alinity m system liner, pn 56-270087, was installed underneath the alinity m system and designed to mitigate the occurrences of leaks that spread beyond the instrument footprint. Implementation of tsb 640-079 and the liner installation do not prevent occurrences of leaks that spread outside the instrument footprint; however, as a mitigation, reduction in leaks beyond the instrument footprint is expected. Quality data review: nonconformance (nc)/corrective action preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to a damaged/faulty evb reservoir bottle, pn 56-190090; reservoir sensor, pn 56-190088-02; and peristaltic pump viton tubing, pn 56-190031, that caused a leak on an alinity m system, as documented in complaint ticket under review in this investigation. The query did not find any quality records (qrs) related to a damaged/faulty evb reservoir bottle, pn 56-190090; reservoir sensor, pn 56-190088-02; and peristaltic pump viton tubing, pn 56-190031, that caused a leak on an alinity m system. Spare part trending a review of spare part trending was performed. No unexplained shift in quality data was identified. Complaint history review a complaint search was performed to identify past complaint tickets for instances related to a damaged/faulty evb reservoir bottle, pn 56-190090; reservoir sensor, pn 56-190088-02; and peristaltic pump viton tubing, pn 56-190031, that caused a leak on an alinity m system. Additionally, complaint trending was reviewed. An adverse trend was not identified for the alinity m system (base list number 08n53), which includes the assy, reservoir, 1l (pn 56-190090), reservoir sensor, single tube (pn 56-190088-02), and pump, peristaltic, viton tubing, solutions drawer (pn 56-190031). Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02), assy, reservoir, 1l (pn 56-190090), reservoir sensor, single tube (pn 56-190088-02), pump, peristaltic, viton tubing, solutions drawer (pn 56-190031).

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions. See below for list of mdrs associated with fa-am-mar2025-306: 3005248192-2025-00086, 3005248192-2025-00129 follow up 01, 3005248192-2025-00035 follow up 01, 3005248192-2025-00045 follow up 01, 3005248192-2025-00044 follow up report 1, 3005248192-2025-00043 follow up report 1, 3005248192-2025-00100 follow up report 1, 3005248192-2025-00002 follow up report 1, 3005248192-2025-00054 follow up report 2, 3005248192-2025-00162 follow up report 1, 3005248192-2025-00132 follow up report 1, 3005248192-2025-00161 follow up report 1, 3005248192-2025-00164 follow up report 1, 3005248192-2025-00060 follow up report 1, 3005248192-2025-00059 follow up report 1, 3005248192-2025-00188 follow up report 1, 3005248192-2025-00206 follow up report 1, 3005248192-2025-00208 follow up report 1, 3005248192-2025-00218 follow up report 1, 3005248192-2025-00219 follow up report 1, 3005248192-2025-00157 follow up report 1, 3005248192-2025-00167 follow up report 1, 3005248192-2025-00226 follow up report 1, 3005248192-2025-00230 follow up report 1, 3005248192-2025-00163 follow up report 1, 3005248192-2025-00191 follow up report 1, 3005248192-2025-00229 follow up report 2, 3005248192-2025-00235 follow up report 1, 3005248192-2025-00236 follow up report 1, 3005248192-2025-00237 follow up report 1, 3005248192-2025-00244 follow up report 1, 3005248192-2025-00259 follow up report 1, 3005248192-2025-00269 follow up report 1, 3005248192-2025-00260 follow up report 1, 3005248192-2025-00256 follow up report 1, 3005248192-2025-00243 follow up report 1, 3005248192-2025-00295 follow up report 1, 3005248192-2025-00285 follow up report 1, 3005248192-2025-00304 follow up report 1, 3005248192-2025-00323 follow up report 1, 3005248192-2025-00324 follow up report 1, 3005248192-2025-00305 follow up report 1, 3005248192-2025-00441, 3005248192-2025-00298 follow up report 1, 3005248192-2025-00443 follow up report 1, 3005248192-2025-00444 follow up report 1, 3005248192-2025-00445 follow up report 1, 3005248192-2025-00448 follow up report 1, 3005248192-2025-00460 follow up report 1.

Event description:
The customer reported a vapor barrier leak from the alinity m system. The leak reached outside the footprint of the system. Customer cleaned the leak while wearing personal protective equipment (ppe). The field service engineer (fse) cleaned/decontaminated affected areas using ppe and service manual instructions. Fse replaced the reservoir and sensor for the evaporative vapor barrier (evb). There was no report of injury or any actual exposure to the leaked liquid.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred interntionally using the alinity m system, list 08n53-002, which is also us FDA approved.